Event description:
A report was received that a patient could feel her implant coming through her skin. The physician explanted the battery and wasn't sure if the patient had an infection or if the patient's skin was just thinning. A culture was taken and indicated that the patient had a staph infection. The patient is reportedly doing well.

Manufacturer narrative:
The explanted devices will not be evaluated as they were discarded by the medical facility.